Manufacturer narrative:
Cine and tee images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards's physician and the following observations were made: cine moderate- severe aortic valve calcification, moderate- severe aortic root calcification, no porcelain aorta, mitral annular calcification (mac). Fair coaxial alignment of delivery system and valve. Poor image intensifier angle. Valve positioned 45/55 ventricular and canted. During deployment the sapien xt appears to move approximately 23% or 4 mm aortic. No loss of pacing capture. Tee severe septal bulging during systole. During valve deployment, the valve is 10mm too aortic on the posterior aspect of the aorta (valve is tilted anteriorly); however, does not appear to move during deployment. Post deployment right and left coronary cusps appear to be moving, however, non coronary cusp (ncc) does not appear to be moving. EKG demonstrates an agonal rhythm with a rate of 55-60. Smoke is present in the la/lv. CPR noted on echo. Severe aortic regurgitation. Post CPR the valve appears to have moved ventricular. CPR again. Post CPR valve appears rotated sideways into the lvot. Impressions: by tee, the deployed xt valve was tilted anteriorly such that the posterior aspect was more aortic than the anterior aspect. This was associated with an apparent non-functioning leaflet at the non-coronary cusp (ncc) that preceded hemodynamic compromise with eventual ventricular fibrillation. External chest compressions then ensued with ventricular movement of the valve. This culminated in rotation of the valve in the lvot, such that the valve was transversely oriented. The root cause was probably related to the poor image intensifier angle, which led to canted deployment of the xt valve. The etiology of the ncc non-functioning leaflet cannot be determine conclusively; however may have been related to impingement by the native ncc. The explanted sapien valve was returned to edwards, irvine for evaluation. The valve was returned in a non-edwards jar with unknown solution. Upon visual examination of the returned valve, both before and after the decontamination process, it was observed that the leaflets were slightly stiff and were all in a closed position. The returned valve was slightly non-circular, which might have been due to the explant procedure or the chest compressions administered post-deployment. X-ray images showed no frame fractures. Investigation of the event is ongoing.

Event description:
Per the edwards lifesciences territory manager report, after the transfemoral deployment of a 26mm sapien valve one of the leaflets was not working causing severe aortic insufficiency (ai). The valve later embolized into the left ventricle outflow tract (lvot) after CPR. The valve was explanted. Case summary: the 26mm sapien was deployed 50:50 in a 22mm moderately calcified native aortic annulus. The team was very happy with the post-implant position on the echocardiogram and fluoroscopy. However, 1 of the 3 leaflets was not moving post deployment with wide open ai. The patient crashed and was quickly placed in bypass and chest compressions were administered during the bypass transition. The patient was shocked twice. A second 26mm sapien valve was prepped. When the imaging intensifier was moved back in and the angio back on, the previously implanted bioprosthesis had embolized into the lv. The surgeon opened the chest, removed the embolized valve and a surgical valve was implanted. The patient left the room on medications but off of bypass support. Three days later the patient was reported to be stable, was extubated and his condition was improving.

Manufacturer narrative:
The initial medwatch referred incorrectly to a sapien xt in the film review due to a data entry error, it should have read sapien instead. The reported inadequate coaptation of the sapien valve leaflets could not be confirmed. The returned valve leaflet coaptation was evaluated under nominal simulated patient test conditions in a pulse duplicator. The video footage of the functional testing demonstrated that the returned valve leaflets coaptated (opened and closed) adequately, meeting the design requirements. During diastole, it was observed that the valve was completely closed with proper coaptation of the three leaflets under back pressure; at peak opening during systole a large orifice was observed in the outflow side of the valve. A review of the manufacturing records revealed that the sapien valve met all specifications prior to its distribution. All valves are 100% visually inspected under 8x magnification for defects and 100% leak tested prior to distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.